Manufacturer narrative:
Review of the device history record confirmed that this lot met mfg requirements prior to shipment. One pacel flow directed temporary pacing catheter with one protective sleeve in place on the catheter was received for evaluation. The device was electrically inspected for open and short circuits, as well as correct resistance values. The ring electrode had an acceptable resistance value. An open circuit was noted on the tip electrode. The distal tip was cut off and the remaining section of the catheter was retested revealing no anomalies. The distal tip was again electrically inspected for continuity with the tip electrode removed, revealing no resistance value. The distal tip was cross sectioned. Upon inspection, it was determined that the wire was not touching the tip electrode and that the wire had been pulled out of the tip electrode. Based on the info received, the cause for the reported event was an incomplete weld of the wire to the distal tip electrode. Mfg changes were implemented on may 11, 2006 to change the spot weld tip electrode process to prevent reoccurrences.

Event description:
It was reported that during an angiogram, a catheter was placed through the aortic valve into the left ventricle and the patient's heartbeat went into ventricular fibrillation. The patient's heart went asystole. CPR was started, and a 5f flow directed rt crv, pacel bipolar pacing catheter was inserted into the pt. The pacel catheter was connected to the external temporary pacing generator, but would not pace. The connections were re-checked and the generator was turned up to maximum output, but the pacel would not pace and a signal spike was not seen. Another pacel was opened, connected and pacing occurred. The pt left the cath lab with a paced rhythm at 80bpm and a blood pressure of 200/60. The pt was intubated and went into a coma. The procedure was aborted. Two days later, the patient's condition was reported to be slightly better and the pt was awake, but still on a ventilator. The next day the pt had a myocardial infarction (mi), unrelated to the pacel incident. The pt was not a surgical candidate for the extensive coronary disease. The pt received a permanent pacemaker.